Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent threshold was observed. Patient was symptomatic with chest pains. At a subsequent visit, patient presented for normal follow up and noise was noted. Physician elected to open the pocket and reconnect the rv lead into the ICD. After the set screw was tightened all measurements were normal. Fluoro did not reveal any anomalies. Physician believes the noise and intermittent threshold was due to fluid or trapped air bubbles.